Event description:
It was reported that the customer was hospitalized for dka as a result of the customer not having enough training. It was indicated that the customer has been trained several times. Howeve, the customer's pump had numerous basal rates sets and reset the pump.